Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: this report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: ateschrang, a., et. Al., (2013), exchange reamed nailing compared to augmentation compression plating leaving the inserted nail in situ in the treatment of aseptic tibial non-union: a two-centre study, the central european journal of medicine, 125, 244-253. Forty-eight patients with aseptic hypertrophic diaphyseal tibial non-union treated previously by un-reamed nailing were included retrospectively in this two-centre study. Group a consisted of 25 patients with exchange reamed nailing (ern) and group b of 23 patients with augmentation compression plating (acp) leaving the underlying un-reamed nail in situ. Patients received a synthes tibial nail or a competitor's nail. In addition, some of the patients will also receive limited contact dynamic compression plate (lcdc-plate). The range of follow up happened between 2 to 7.5 years. There were 11 women and 14 men in group a and 11 women and 12 men in group b. The range of age for group a was 25 to 71 years and in group b it was 21 to 68 years. Co-morbidities include diabetes and cardiovascular hypertension. A nonunion is reported for a (B)(6) woman from group b. This is report 2 of 3 for (B)(4). This report is for an unknown nail.